Event description:
A malfunction on the pump was reported by the caller, with a specific malfunction code identified as malf 12. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed to continue using the pump and advised to call back if the malfunction code appears again, which the caller acknowledged and understood.